Event description:
On (B)(6) 2011, the pt underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. Prior to the implantation of the devices, a right axillary artery - left subclavian artery - left axillary artery bypass surgery was performed. The aneurysm was successfully excluded and the procedure concluded with no complications. On (B)(6) 2011, follow-up computed tomography scan indicated no abnormality. On (B)(6) 2012, follow-up CT scan showed a slight type 3 endoleak. On (B)(6) 2012, the pt was implanted with a gore tag thoracic endoprosthesis to repair the type 3 endoleak. On (B)(6) 2013, a resolution of the type 3 endoleak was confirmed.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to endoleak and reoperation.